Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. Device passed the delivery accuracy test at 0.08735 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer alleged that the insulin pump was over delivering and insulin pump was not working. Customer¿s current blood glucose level was 13 mmol/l and now it was 16.7 mmol/l. Customer experienced symptoms such as thirsty and not feeling well due to high blood glucose levels. The customer was treated with manual injections and insulin pump for high blood glucose values.. The customer was assisted to perform displacement test and the insulin pump passed the test. The troubleshooting was performed for high blood glucose values. The insulin pump will be returned for the analysis.